Event description:
Same case as MDR ID: 2134265-2014-08219. It was reported that stent damage occurred. The target lesion was located in the tortuous and moderately calcified left circumflex artery. A 2.50x20mm promus element ¿ drug eluting stent were advanced to treat the lesion. However, the shaft was broken into two parts outside the patient. The physician advanced another 2.50x20mm promus element ¿ drug eluting stent and tried many times but the stent strut was damaged. The procedure was completed with a 2.5x24mm promus element ¿ drug eluting stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted & damaged and stretched distally out over the distal tip of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and moderately calcified left circumflex artery. A 2.50x20mm promus element drug eluting stent were advanced to treat the lesion. However, the shaft was broken into two parts outside the patient. The physician advanced another 2.50x20mm promus element drug eluting stent and tried many times but the stent strut was damaged. The procedure was completed with a 2.5x24mm promus element drug eluting stent. No patient complications were reported and patient's status was stable.